Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer's blood glucose level was 135mg/dl. Troubleshoot was conducted and the customer received failed battery test. The customer was advised the pump would be replaced and returned for analysis.